Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9734699, serial/lot (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the cd drive of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. All previous codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734699. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while on site it was noted that the manufacturer representative was unable to load cd using the dvd/cd disc player. He was able to go to another stealth and the cd would load just fine. No patient was present. No delay.

Manufacturer narrative:
H2/h3/h6/d10: the drive was returned and analyzed. It was found to be fully functional when connected to a known, good computer. The drive could load and archive a exam without issue. Codes 10, 213 and 67 are applicable. The return provided the lot number, which is 1014151l112. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.